Event description:
The following has been reported by customer: pt had one unit of packed blood cells in view meet hb target of 85. As per documentation blood was commenced at 1617 hrs on 16/4. By 1645 nurse noted that much of blood was left at the end of transfusion with a patent cannula as per the shift coordinator. Shift coordinator rang gcns on shift around 1715 hrs and was advised that since it past 4 hours rest of the blood will have to discarded. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.